Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and the top case was cracked front corners, two of the bottom case mounts were broken. There was check clutch in history, could not download error history log to attach to complaint. Flow and occlusion tests were performed. Testing found the position pot tab was broken off. The root cause was attributed to customer induced after noticed the case damage the manufacturer replaced position pot.

Event description:
It was reported the device had a check clutch/plunger lever. No patient injury reported.